Manufacturer narrative:
Concomitant medical products: 7022 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was lost to follow-up. Upon implantable cardioverter defibrillator (ICD) interrogation at a new clinic it was noted that the patient¿s ICD had triggered a charge circuit timeout and charge circuit inactive due to the device reaching end of service (eos). The ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated charge circuit timeout. Analysis of the device memory indicated charge circuit inactive. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient¿s ICD was explanted.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.